Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, perforation, cerebral hematoma, prolonged hospitalization, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported the cause of the reported pericardial effusion and cardiac tamponade appears to be related to procedural complication (perforation). However, the cause of the perforation could not be conclusively determined. The cause of the reported hematoma and death could not be conclusively determined. The reported surgical intervention and prolonged hospitalization were results of case-specific circumstances as the hole and the left atrial appendage were surgically closed, and the patient was transferred to the ICU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation (af). Transseptal puncture was inferior and middle in the oval fossa. During the procedure, 5000 units of heparin were administered. While deploying the occluder in ball position, a circumferential pericardial effusion was detected in the left atrium. The effusion led to a cardiac tamponade. A drainage was performed; however, it was noted that there was a hole inside the left atrium. The occluder was not released from the delivery cable and was removed from the patient. A surgical procedure was required to suture the hole closed. The laa was also surgically closed. The patient was transferred to the intensive care unit (ICU). Per the physician, the puncture that led to the pericardial effusion and subsequent cardiac tamponade was caused by the end of the occluder. On (B)(6) 2025 a cerebral hematoma was discovered. No intervention was performed. The patient remained in intensive care intubated ventilated. On (B)(6) 2025 the patient passed away. The cause of death was a cerebral hematoma. The physician believed the death was due to complications related to the procedure and the patient's comorbidities.